Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that in many instances, autopulse gives 2 compressions, and then shuts down. Nimh batteries that are used with the platform are 2-3 years old. No other info was provided.